Event description:
Related manufacturer reference number: 2017865-2021-35856. Related manufacturer reference number: 2017865-2021-35857. Related manufacturer reference number: 2017865-2021-35858. Related manufacturer reference number: 2017865-2021-35859. It was reported that the patient had an unspecified infection and pocket erosion. The patient's pacemaker system was removed and replaced with a new pacemaker system. The patient was in recovery post-procedure. It was later discovered that the patient was deceased due to unknown causes.